Event description:
Procedure type: unk. According to the reporter: the trocar did not work well, the seal was not working while changing the instrument a piece of the seal came off. The seal fell into the cavity; however, it was retrieved. In addition the screw and the mechanism to fix the trocar did not work. The incision was not increased, the operating time was not extended over 30 mins, and there was no add'l bleeding. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 05/08/2009.